Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels; however, a specific bg value was unable to be provided. The cause of the elevated bg levels was unknown. Additionally, it was reported that the customer received ongoing occlusion alarms. Although requested, no additional information was provided regarding the reported issues.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged occlusion alarm issue could not be verified; however, a different issue was identified. Functional testing was performed and no failure was identified related to the reported high blood glucose level issue.